Manufacturer narrative:
Analysis found that there was an unexpected exit and the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site attempted to load an exam onto the navigation system and the system became unresponsive. The site rebooted the system and the issue was resolved. There was no patient present when this issue was observed.